Event description:
A caller reported a malfunction on their insulin pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.